Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient was revised to due to pain, audible clicking sounds, metallosis, numbness, locking of the hip, and other complications. Update jun 30, 2017: litigation received. After review of litigation, there is no new information added that changes the MDR reportability. This complaint was updated on: jul 11, 2017. Update jul 05, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and soft tissue reaction. On her last visit from (B)(6) 2016, the patient requested for blood work which demonstrated slightly elevated cobalt and chromium levels and an MRI which demonstrated an adverse soft tissue reaction with substantial joint effusion. On the revision note it was reported that, when the hip joint was exposed, there was a metallic stained synovial fluid. A mild-to-moderate amount of metallic debris staining and synovial. In addition, the femoral head was removed and retain the stem. Clinical notes state inflammation around hip. There were no laboratory values provided for the cobalt/chromium. This complaint was updated on: jul 13, 2017. Update ad 19 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of pfs, ppf and sticker sheets. There are no new allegations reported. Added updated impacted products. Added stem for the alleged elevated metal ions. Doi: (B)(6) 2010 - dor: (B)(6) 2016 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.